Manufacturer narrative:
The patient is (B)(6) in height. An event regarding possible infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: based on photographs provided, the insert appears unremarkable except for explantation damage. -medical records received and evaluation: medical review indicated that no clinical or past medical history, no follow-up subsequent to the fourth quarter 2013 revision surgery, and no examination of the explanted components are available. There is no evidence that the revision incision and drainage and poly exchange was the result of factors of faulty component design, manufacturing or materials. Infection was not ruled out. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. The medical review indicated that despite insufficient information provided, there is no evidence that the revision incision and drainage and poly exchange was the result of factors of faulty component design, manufacturing or materials and that infection was not ruled out. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient was revised on left knee due to osteonecrosis, infection and swelling.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on left knee due to osteonecrosis, infection and swelling.